Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b5, b7, g6 and h2 were updated. H6: health effect - clinical code was corrected.

Event description:
New information was obtained through the japanese tavi registry reporting system. After the tavr, the patient went into cardiopulmonary arrest (cpa) thus CPR was started and an acute myocardial infarction (ami) was observed with the lm obstruction. Since cardiac function was poor due to pulmonary hypertension, an impella device was placed. After placing impella, cardiac tamponade and liver damage due to the cardiac massage were observed. Even after thoracotomy and hemostasis, bleeding continued from various sites, leading to disseminated intravascular coagulation syndrome (dic). It was noted that the patient passed away on post operative day 1 due to disseminated intravascular coagulation syndrome (dic) and the death was not related to the edwards device.

Event description:
As reported by the edwards' affiliate in japan, during a transfemoral (tf) transcatheter aortic valve replacement (tavr) with a 26 mm sapien 3 ultra resilia (s3ur) valve, after the valve deployment, a stuck leaflet and aortic regurgitation (ar) were observed in echocardiography. A valve in valve procedure was performed and a 26 mm s3ur valve was deployed with 2 ml less than nominal volume, which resolved the regurgitation. After leaving the operation room, cardiac massage and introduction of percutaneous cardiopulmonary support (pcps) were performed as cardiopulmonary resuscitation (CPR). Due to a left main (lm) obstruction in the coronary angiography (cag), percutaneous coronary intervention (pci) was performed. After that, since pericardial effusion was observed in echocardiography, thoracotomy and hemostasis was performed. There was a possibility that the injury occurred by lead of a tpm when performing cardiac massage.

Manufacturer narrative:
This is one of two reports being submitted for this case. Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention). Multiple patient factors could put the patient at risk for coronary flow obstruction during the tvr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one or more of the coronary arteries, and/or an aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result to a coronary obstruction. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during balloon valvuloplasty, plaque shift, significant valve over sizing, and valve malposition could also contribute to this complication. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, landing zone to coronary ostia distance, length of the native valve leaflet, width of the valsalva sinuses, movement of the leaflets during balloon valvuloplasty (bv), patency of coronaries during bv, and expanded height of the intended valve. Assessment for coronary compression risk prior to implantation is recommended for valves implanted in pulmonary position. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the reported event could not be determined, but investigation results suggest that patient factors (calcification of the native valve was moderate) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the tvr procedure include significant transcatheter heart valve oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve (all models) relies on valve calcium to securely anchor to the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a significant impact on the patient's symptoms. In tvr patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event could not be determined, but investigation results suggest that procedural factors (possible injury caused by lead of a temporary pacer when performing cardiac massage) and/or patient factors (calcification of the native valve was moderate) may have caused or contributed to the pericardial effusion. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted with reference to the other report submitted for this case. Section h10 has been udpated.